Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device was unable to replicate the reported issue. The pressure screw reads the correct values (20, 40, 60, 80) under pressure and tightens properly, and the ratchet extension is stable under pressure and does not spring back out of the clamp. However, unrelated to the complaint issue, the inspection does show that the unit has a rotational movement in its pivot lock assembly, and the pivot lock adjustment requires the addition of new components to replace worn internal parts. To resolve this issue, the internal parts of the skull clamp were replaced to adjust and clean the pivot lock assembly. After assembly and adjustment was completed, the skull clamp was subjected to a successful functional test. Root cause: the complaint is not confirmed. The skull clamp had rotational movement in the swivel lock and needed replacement of worn internal parts due to routine use and wear. The probable root cause of the reported complaint is improper or suboptimal positioning of the skull clamp on the patient, resulting in the loss of pressure. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during surgery, the pressure gauge of the mayfield modified skull clamp (a1059) dropped from 400 to 100. The mayfield clamp was locked during all time. The failure resulted in scratches on the patient's head.